Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device overheated and started smoking, burning the surgical technician¿s hand, and leaving a large welt. It was not reported if there were any delays in the surgical procedure or if a spare device were available for use. There was patient involvement reported. It was reported that there was user injury. The reporter stated that they were unaware of any additional treatments or outcomes. It was not reported if there was any medical intervention or prolonged hospitalization required as a result of this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: this device was returned for evaluation. Quality engineering evaluated the device and determined that the device passed all visual inspections and functional assessments. It was determined that the device operated as intended and no failures were identified. Therefore, the reported condition of the device overheating, and smoking was not confirmed, and an assignable root cause was not determined. Correction: device availability: d9: the device availability date was incorrect in the initial report. The date has been updated from 9/13/2022 to 9/9/2022.